Manufacturer narrative:
One acutwist® acutrak® comp. Screw extractor was returned in part; the larger main body was returned without the entirety of the tip present. The main body was examined under magnification. Device exhibits a jagged fracture region with fracture surfaces varying degrees oblique to the device axis; fracture surfaces are otherwise lightly textured. No necking nor beach/seashell/progression marks appear present. Brown discoloration is present on fracture surface. No definitive conclusions can be made.

Event description:
The distributor reported that they received a report that a extractor was broken. They shared that the acutwist screw could be removed using other instruments. Therefore, no broken instruments or other foreign bodies remain inside the body. There was no adverse consequences reported.